Event description:
User reported 2 false positive results. Negative result for follow up test. Type of follow up test not provided. Report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4).. Relates to (B)(6) (3014862188-2021-00681, test 2 of 2). This is a correction from (B)(6) (as test 2 of 2) written on the initial report.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00681, test (B)(6).

Event description:
User reported false positive result. Negative result for follow up test. Type of follow up test not provided. Report 1 of 2.